Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had a problem with the device since implant. They were concerned that the ins would start to protrude and stated this one was not as bad as the previous, but the patient could see it getting worse with time. They also stated they had been bouncing around with amplitude because the frequency got a little sore. They met with rep in april for program change, they changed to program 4. Patient noted they would like their system removed for MRI of their hand, noting they had arthritis all over so they anticipated further need for mris in the future. They were redirected to their healthcare provider.